Manufacturer narrative:
One device was returned for investigation. It was reported that the epifuse connector, flat filter, and catheter were all connected when the product was received. Upon visual inspection, no abnormalities were found that could have led to the reported incident after sealing the tip of the catheter with everything connected, water was injected, but no leakage was found from any of the components or connections. Furthermore, no abnormalities were found in the collar of the flat filter. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was medicine liquid leakage from the connection part between epifuse and the filter, and it occurred continuously (in 2 cases) in the same patient after replacement. It was confirmed that the filter was tightened only to the extent of a single return. The event occurred during the patient use.